Event description:
It was reported that following a percutaneous coronary intervention procedure (pci), an angio-seal was selected for use. The pt was being treated for a chronic total occlusion of the right coronary artery. A 7f procedural sheath was also used. A pre-deployment angiogram revealed moderate tortuosity and mild calcification at the puncture site. The locator/sheath assembly was inserted after a pre-dilation of the puncture site. The physician inserted the device into the sheath and pulled the device cap into a full rear lock position until a snap was heard. The tamper tube did not appear. The physician pulled the device/sheath assembly until resistance was felt. The physician pulled out the tamper tube with a hemostatic clamp and tamped the collagen. The compaction marker did not appear. The physician confirmed that the suture was over 3 cm in length. The physician had the pt cough while he cut the suture. The collagen protruded from the skin; therefore, the physician pushed the collagen underneath the skin with a hemostatic clamp. Hemostasis was achieved. A hematoma formed while the pt was on bed rest. The pt received a blood transfusion.

Manufacturer narrative:
A device was not returned and therefore an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.